Event description:
Product was returned as an implant failure after 4 months. Based on the report, the pt had no medical history, oral hygiene was described as good, and bone condition was described as moderate. Surgery was one stage on tooth #29. The doctor indicated that the device was not received damaged or defective such that it did not perform as intended, and that the reason for implant failure is unk.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. The exact reason for the implant's failure to osseointegrate is unk.